Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported stent thrombosis is a known risk associated with endovascular procedures and is listed as such in the device directions for use. Therefore, an assignable cause of known inherent risk of device has been assigned to the reported event. The device remains in patient.

Event description:
During the stent assisted coil embolization procedure, it was reported that thrombosis was noticed within the stent. Therefore, intraarterial aggrastat was provided to the patient.